Manufacturer narrative:
Visual analysis was performed on the returned device. The reported kink and shaft break were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported form this lot. The investigation determined that kink likely occurred due to inadvertent mishandling prior to use. It is likely that the kink resulting in break of the shaft material occurred due to mishandling while removing the dispenser coil from the packaging. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 5.0 x 40mm xpert pro self-expanding stent system (sess) was unpacked; however, a kink and a break on the proximal shaft was noted. The sess was not used in the patient and there was no patient involvement. A new same size xpert pro was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.